Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted. The insulin pump was received with cracked belt clip slot, scratched reservoir tube window, battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.